Manufacturer narrative:
(B)(4).

Event description:
It was reported that "observed during a procedure. The tuohy needle had a bent distal end. It was impossible to insert. The consequence was that the epidural procedure failed, and the procedure required another puncture. A second kit was used. Medical intervention, and the patient's current state of health, are not specified."